Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator; and although the se did report errors in the diagnostic log; the se did not duplicate the customer reported event. The se reseated the breath delivery (bd) central processing unit (cpu) and analog interface (ai) central processing unit (cpu). The se completed software download and the ventilator passed self-testing.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the air proprtional solenoid valve. Covidien was not authorized to repair the device

Event description:
Covidien received information stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.